Manufacturer narrative:
Health professional, occupation: unknown. MFR site: unknown. Device not received manufacturer at this time. Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that "there was a quality issue with the device (regarding the velcro straps) that resulted in foot wounds (skin damage) to the patient." The device has not been returned for evaluation. There is no further information available at this time.